Event description:
It was reported that on (B)(6) 2022 an 8-6mm amplatzer duct occluder was chosen for implant, using a 6f amplatzer torqvue delivery system. As the device was deployed, it made a cobra shaped deformity. The device was removed from the patient prior to release from the delivery cable, and it was replaced with another amplatzer duct occluder of the same size. This event created a 10 minute delay in the procedure. The patient had recovered from covid and had coagulopathy syndrome the patient had was an increase dose in heparin dose related to the delay. There was 100cc of extra bleeding when the delivery system and new device were exchanged. The bleeding was not related to an access site of the delivery system. No blood transfusion was required. The patient remained hemodynamically stable throughout the procedure. The patient did not experience any permanent impairment or damage as a result of this event. The patient is reported to be recovering. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. An image received from the field appeared to show the device deformed inside the patient however the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N/a